Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord broken; light guide bundle of insertion section was slightly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken universal cord due to failure of the universal cord; light guide bundle of insertion section was slightly interrupted and weakened due to failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device's insertion tube was scratched. The issue occurred during service / maintenance. There were no reports of patient involvement.